Event description:
Reference number (B)(4). Event occured in australia. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The patient was treated with manual correction bolus. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.